Manufacturer narrative:
Exact date unknown, event occurred sometime at the beginning of 2022 the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads-MRI, upn: m365sc2408560, model: sc-2408-56, serial: (B)(4), batch: (B)(4).

Event description:
It was reported that the patient was experiencing inadequate stimulation. It was also noted that the ipg migrated and protruded through patient skin causing charger to overheat. The patient underwent an explant procedure and was doing well postoperatively. The explanted devices were not returned as per hospital policy.